Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that they have palpitations and premature ventricular contractions (pvc), but the icm "never picks them up" and "always shows normal sinus rhythm when (they are) obviously having heart issue". It was further reported that they are unsatisfied that the device does not have a pvc counter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that the device was "not detecting pvc's" as often as they were "having" them. The icm remains in use. No patient complications have been reported as a result of this event.